Event description:
Event description guidant received information that during a follow-up visit in may 2005, this pacemaker's gas gauge was very near elective replacement time (ert). Yesterday, when the device was interrogated it reverted to power on reset (por), pacing in vvi-65 parameters. The reset was cleared and the gas gauge indicated beginning of life (bol) status. It was noted that the patient did not have any surgical or medical procedures and denied being exposed to sources of electromagnetic interference (emi). The device was then removed and successfully replaced. This device was included in the recent field advisory.